Event description:
A customer reported that the t:slim x2 pump battery would not charge, necessitating holding the cable in place for the connection to be recognized. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a different charging cable and was informed that tandem technical support would send a replacement charging cable within two days. Additionally, they were advised that insulin on board and max hourly bolus reset to zero if the pump turns off and that cgm sessions must be manually restarted, with a reminder to monitor the situation and follow up if the issue persists.